Event description:
Ritonavir was approved with the dosing of 600 mg twice a day. Nowadays that is a dosing not used but because it is the approved dose the electronic medical record that we use in our institution -epic- defaults this as the default dosing. We had more than once instance while refilling norvir, it was defaulted to the unacceptable dose for today's standards. We were told by epic who outsources the formulary to an outside vendor that unless that dose is removed by the FDA, it will continue to appear as such. I am writing to suggest that the FDA modifies the approved dosing of ritonavir to the current lower doses used for boosting.